Event description:
The facility representative stated a patient was receiving a zithromycin, 500mg in 250ml of d5w (5% dextrose in water), over 2hours and 30minutes. The actual infudsion time of the antibiotic was 40minutes. There was no patient injury or medical intervention required due to the overinfusion. The set being used was 2c6537. Patient was being administered a drip on the primary IV and the antibiotic was on the sendary IV.